Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when patient sits down on the toilet to defecate or urinate, patient feels like they is getting a shock in the hands and arms. Caller states this has been going on for about 2 days. Caller mentioned patient had a little trip yesterday and fell against their shoulder but this started before that. The patient has not recently increased stimulation. The patient was in the ER at the time of the call. Agent reviewed option to turn stim off. Caller not familiar with how to use handset. Caller did not have representative name but states they called and left a message. Agent emailed representatives and reviewed healthcare provider (hcp) can call if needed.